Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed something that looked like t-wave oversensing (twos) on the right ventricular (rv) lead on the rv lead during a non-sustained ventricular tachycardia (vt) episode. Programming options were discussed. The rv lead remains in use. No patient complications have been reported as a result of this event.